Event description:
It was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage check was performed and failed. A review of the share logs was performed and no data was found. Transmitter download review was performed and was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a transmitter high current state. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Product has been received but is in pending evaluation. A follow up report will be submitter upon completion. No injury or medical intervention was reported.